Event description:
According to customer, a synchron cx5ce instrument generated elevated phenytoin (phy) results. The event occurred on two different samples (a & b) from one pt. The phy result for sample a was 25.4 ug/ml. Sample a was sent to a reference lab for additional phy testing. Sample a was retested at the reference lab and the result was 12.5 ug/ml. The customer collected sample b from the pt and tested for phy on the cx5ce. The phy result for sample b was 25.4 ug/ml. Sample b was sent to a different reference lab for additional phy testing. Sample b was retested at the reference lab and result was 17 ug/ml. Reference lab testing methodology was not provided by the customer. It is unknown if there has been any change in pt treatment that can be attributed to this event.